Event description:
Pt admitted. Reported low glucose levels. Admission blood glucometer levels show readings of 398 mg/dl to 595 mg/dl. Home meter brought to hosp for comparison. Continued to show lower readings than hosp used meter.